Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture and rupture requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed more than three openings assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.